Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer felt a lot of resistance when attempting to fill multiple cartridges with insulin. The customer was able to switch out the needle tips and the issue was resolve. The customers blood glucose level was 260mg/dl. The customer stated that the infusion site was changed and a correction bolus was delivered.